Manufacturer narrative:
The original device has been discarded. A sister sample is available for evaluation, however, has not yet been received.

Event description:
The event involved a 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave®, where the customer reported the device leaked. The event happened during infusion of noradrenaline, where the medication leaked distal to the pump (anti siphon valve). It was unclear how long into the infusion that the leak occurred. No holes, cuts, tears or any other defect was noted on the device. There was patient involvement, however no report of patient harm. This captures the first of two occurrences.

Manufacturer narrative:
Two new list #011-h1184, 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave®; lot #5665127 were received for evaluation on september 8, 2022. The complaint of leakage cannot be confirmed or replicated on the returned two new. List #011-h1184, 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave®; lot #5665127. Each set was leak tested as per product specification. There were no leaks observed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9: device returned to manufacturer september 8, 2022.